Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and damage. It was noted the catheter was returned in two pieces and the slitter was not returned, therefore condition of slitter is unknown. A spiral slitting (technique issue) was visible at the start in the handle and continued along the shaft, up to the separation site at 11.8cm (from handle). The analyst commented there was stress cracking on the shaft visible at the separation area. Visual summary of analysis indicated the catheter was damaged during use.

Event description:
It was reported that during the implanting procedure, the catheter's subselector broke when the cut was being performed. The subselector was extracted with scissors and tweezers and the catheter was removed. No patient complications have been reported as a result of this event.